Event description:
It was reported that a post-market study patient was implanted with an x-stop peek device at l3-l4 and l4-l5. During the study surgery, the implants were placed with the patient lying in prone position. In an attempt to better position the l4-l5 x-stop device, the spinous process fractured. According to the report, the l3-l4 and l4-l5 x-stop devices were then explanted. Subsequently, the patient underwent an l3-l4 and l4-l5 laminectomy. Patient status is reported as good.

Manufacturer narrative:
(B)(6). (B)(4): "spinous process fracture during surgery"; "device removal." Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.